Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance and the reported entrapment were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal posterior descending coronary artery that was heavily tortuous. During advancement, the high-torque balance middleweight ii guide wire met resistance with the anatomy and caught at the distal part of the coronary artery (healthy part of the retro ventricular posterior) and the guide wire fractured. The separated distal part of the guide wire could not be retrieved via snare/lasso despite many attempts. Coronary artery bypass grafting was performed in emergency to remove the guide wire tip due to thrombotic risk. The final patient outcome was good. No additional information was provided.